Manufacturer narrative:
Device passed the displacement. Device received with broken battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump stopped working. Customer¿s blood glucose was 175 mg/dl at the time of incident. Customer stated that the chunk of plastic missing from battery compartment. The insulin pump will be returned for analysis.